Manufacturer narrative:
Additional information provided: b.5. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were leaking filter sets. It was observed that the filters were "wetting out."

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information provided.

Event description:
It was reported that there were leaking filter sets.